Event description:
The lay user/pt contacted lfs alleging that the ultralink meter does not power on. The pt did not exhibit any symptoms or seek any medical attention due to the reported issue. The meter is not a new product (out of box). The pt was using the correct vial of test strips. Pt inserted the tests strip all the way into the test strip port and meter does not power on. Pt had replaced the battery per the owner's booklet and issue persisted. The battery contacts were in good condition. The meter was replaced. The complaint is being reported due to the meter not powering on.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.